Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a b30 error code (scope communication error). The issue was found during maintenance. No harm reported.

Event description:
No new information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.